Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the water was leaking from the unit. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6), 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the water was leaking from the unit. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Corrected b5 describe event and problem: on (B)(6), 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the water was leaking from the unit. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Further information provided by getinge employee on (B)(6) 2022 indicated there was no water leak. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no water leak, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Initial information provided was pointing that were handle broken on main ceiling light and unit is leaking water. Water leak based on risk, is considered as a potentially reportable incident, therefore an incident was reported. After visiting the customer and performing an evaluation on the customer site the getinge employee informed that there was no water leak occurring. Therefore the initial information that were considered to be reportable was determined to did not occur. We have performed a root cause evaluation for the handle broken issue. The investigated customer product complaint did not cause risk to human life. When the issue occurs, the device is not up to the manufacturer specification, usually after replacement of the component the device could return to normal use. If the device is used in accordance with instruction provided in user manual, such as regular preventive maintenance any unexpected failures should not occur. After reviewing the information provided for the complaints investigated herein we have been able to establish that there is no significant complaint trend with this product and issue type. Complaint handler did not identify any apparent reason for suggesting to open a CAPA (apart from these already initiated) or evaluation for the need of another action in the market. It is not likely that it could lead to the serious injury or death when the malfunction reoccurs.

Event description:
On (B)(6), 2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the water was leaking from the unit. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Further information provided by getinge employee on (B)(6) 2022 indicated there was no water leak. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no water leak, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.